Event description:
It was initially reported that the device had logged event codes into the memory which indicated a depleted coin cell battery. Further to evaluation and tests, it was observed that the device logged event code 9c19 indicating the device unability to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. He then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repairs, the device was returned to the customer for use.